Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to open or close the foot was not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to open or close the foot include, but not limited to tissue or suture caught in the foot or aggressive technique which likely led to the reported difficulty removing the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the footplate did not fully close after deployment. The device was able to be removed with resistance and the suture was successfully pre-placed. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14fr and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.